Manufacturer narrative:
The axium prime coil was returned for analysis. The axium prime pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. The axium prime pusher was found bent and broken at ~148.0cm from the pusher proximal end. The axium prime pusher release wire coin was found not against the lumen stop, the shield coil was found intact, and the implant coil was not still attached to the pusher. The implant coil was not returned. The release wire was pulled out of the pusher for evaluation of the coin. The release wire coin was found to be visually acceptable. The coin width was measured at 3 locations as per mp1526 and was found to be within specifications. The coin width was measured @ 0.063mm to be 0.066mm, @ 0.127mm to be 0.086mm, and @ 0.275mm to be 0.088mm (specification: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm). The inner diameter of the retainer ring appears to be ovalized. The retainer ring inner diameter (ID) was measured to be 0.0045¿ which is within specification (speci fication: 0.00455" ± .00010). The inner diameter of the lumen stop appears to be ovalized. The lumen stop ID was measured to be 0.0025¿ which is within specification (specification: 0.00220-0.0029¿). Based on the device analysis and reported information, the customer¿s ¿premature detachment¿ report was confirmed. As the axium prime coil was advanced against resistance this would have likely contributed to the event. Advancing the device against resistance can damage the pusher subsequently causing the pusher to break, detaching the implant coil. In addition, advancing the device against resistance can cause the retainer ring to become damaged (ovalized) contributing to the detachment of the implant coil. The implant coil was not returned; therefore, analysis could not be performed and conformance to specification could not be assessed. Possible contributing factors to ¿coil resistance¿ include using an incompatible device for delivery, tortuous anatomy, failure to maintain a continuous flush or failure to hydrate the axium prime coil before use. The patient¿s vessel tortuosity was ¿moderate,¿ the axium coil was prepared before use, and a continuous flush was maintained. The (stryker) excelsior sl-10 microcatheter used in the event was not returned. As per an online source, the excelsior sl-10 microcatheter has a labeled ID (inner diameter) of 0.0165¿. Per the axium prime coil IFU (instructions for use), axium prime coils should only be delivered through a microcatheter with a minimum inside diameter of 0.0165¿¿0.017¿ with two marker bands. Therefore, the excelsior sl-10 microcatheter was found to be compatible for use with the axium prime coil. Therefore, it is possible the patient¿s vessel tortuosity contributed to the resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the physician information could not be provided due to restriction by privacy regulations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the seventh product was inserted into the catheter to be implanted, resistance became a little strong after the tip entered a few centimeters. Once the coil was retrieved, it was taken out of the protective sheath to be inspected outside of the patient's body. There was no problem observed with the coil, so an attempt was made to reinsert the coil, but when pulling the coil into the protective sheath, the coil came off. There was no damage to the pushwire observed, a continuous flush had been used, and no medical or surgical intervention was required. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 18 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include a fubuki4 fsheathless guiding catheter, sl-10 microcatheter, chikai14 guidewire.